Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the navigation ring was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the front bezel and confirmed the issue was resolved. The fse replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed bezel was returned to the product investigation lab (pil). The bezel was tested and the failure was unconfirmed. Pil found that this bezel operated as expected. The navigation ring also passed the testing preload tester. This bezel was verified to be functional with no error.